Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient leads had migrated. It was noted that patient feel warm in the midline incision. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.